Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event: the CT pre-operative exam loaded during the event caused the patient folder disappearance from the menu list is due to the missing field series date. This software anomaly will be addressed through our design issues management process. Corrected data: b4: date of this report. G4: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narratives/data.

Event description:
The clinical representative (cr) assisted the surgeon with an ablation case at (B)(6) on (B)(6) 2021. Around 9:28am eastern time, the patient had gone to MRI to get a post-op scan done, which would then be sent to the robot through pacs. Before the scan was done, the cr backed out of the current patient folder plan in the software, and opened another patient folder to load in a different scan through pacs. After this scan was imported into the other plan, the cr saved this patient folder, and then attempted to go back to the patient folder for surgery. The cr noticed that the patient folder was no longer in the list of available patient folders, and was unable to load the plan so that the post-op scan could be grabbed and merged through pacs. The surgeon did not want to wait, so they decided to look at the post-op scan on a different software. Patient was under anesthesia and surgery was completed. The cr went onto the maintenance side, and could see the patient folder in the d drive, so the patient folder still existed, but it just couldn't be seen and opened on the software side. The cr experimented with the imaging to see if one of the two imaging was causing the issue. After creating a new patient folder and loading the CT, the cr noticed the same issue occurred, where after backing out of the patient plan when saving, the patient folder appeared to disappear. The cr then did the same thing with the MRI, but this time the patient folder was visible and was able to be loaded again. This meant that the CT was causing an issue. The cr also tried to copy and paste the trajectory info from the original file over to the new MRI patient folder, but this did not appear to work correctly since the trajectory was not the same as before. A different CT scan from the same series was also attempted to be loaded, but the same issue occurred. The CT and MRI scans that were used for this case were the same scans the site has used for all previous cases, and this issue had never occurred before. The cr looked at the dicom headers for the CT, and it appeared that all headers that needed to be filled according to the protocol had been filled in correctly. Delay was less than 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) assisted the surgeon with an ablation case at (B)(6) on (B)(6) 2021. Around 9:28am eastern time, the patient had gone to MRI to get a post-op scan done, which would then be sent to the robot through pacs. Before the scan was done, the cr backed out of the current patient folder plan in the software, and opened another patient folder to load in a different scan through pacs. After this scan was imported into the other plan, the cr saved this patient folder, and then attempted to go back to the patient folder for surgery. The cr noticed that the patient folder was no longer in the list of available patient folders, and was unable to load the plan so that the post-op scan could be grabbed and merged through pacs. The surgeon did not want to wait, so they decided to look at the post-op scan on a different software. Patient was under anesthesia and surgery was completed. The cr went onto the maintenance side, and could see the patient folder in the d drive, so the patient folder still existed, but it just couldn't be seen and opened on the software side. The cr experimented with the imaging to see if one of the two imaging was causing the issue. After creating a new patient folder and loading the CT, the cr noticed the same issue occurred, where after backing out of the patient plan when saving, the patient folder appeared to disappear. The cr then did the same thing with the MRI, but this time the patient folder was visible and was able to be loaded again. This meant that the CT was causing an issue. The cr also tried to copy and paste the trajectory info from the original file over to the new MRI patient folder, but this did not appear to work correctly since the trajectory was not the same as before. A different CT scan from the same series was also attempted to be loaded, but the same issue occurred. The CT and MRI scans that were used for this case were the same scans the site has used for all previous cases, and this issue had never occurred before. The cr looked at the dicom headers for the CT, and it appeared that all headers that needed to be filled according to the protocol had been filled in correctly. Delay was less than 5 minutes.